Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with gel mentor memorygel breast implant 300cc and experienced bilateral capsular contracture baker grade iii. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On 5/14/2019, a manufacturing record evaluation (mre) was performed for the finished device number 7547464, and no non-conformances related to the reported complaint were identified. On 6/11/2019, it was reported to mentor that the patient decided not to have a surgery on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).